Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. It is presumed that the ex board corroded when the user connected the video connector to the video connector receptacle in a state where the electrical contact of the video connector was not dry enough or there were foreign substances (chemical residue, water dirt, sebum dirt, dust, gauze fluff, etc.). As a result, the electrical contact of the connector becomes unstable, it has interfered with the image transmission and communication of the scope and the video processor, it is assumed that a defect or b30 error without an image (scope communication error) has occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the scope communication error b30 occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that there were defective receptacle board and corroded pins.